Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) verified with the field service team or another group (other than tss) resolved the issue, and no information was provided on how the issue was resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the smart remote manager refrigerator door did not unlock. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.